Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via manufacturing representative about a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient noticed a change in their stimulation coverage. It was reported that they had numbness in their left leg. An x-ray performed on (B)(6) 2017 confirmed that the leads had migrated down two vertebral bodies. It was reported that factors that may have led or contributed to the issue was that the patient had a very physically demanding job, lifting 100 pounds at a time and sometimes over their head. No actions have been taken at the time of the report as the patient did not want reprogramming done today. It was reported that they were planning on having a lead revision done when it was improved by insurance. The issue was not resolved at the time of the report. It was reported that the healthcare professional (hcp) would have further information on the event and that they would obtain this information from the hcp on (B)(6) 2017. No surgical intervention has occurred, however surgical intervention is planned just not yet scheduled. The event occurred on (B)(6) 2017. No further complications were reported/anticipated.